Event description:
Pt reports that the screen on his crono pump sn (B)(4), exp 06/27/2018 is black in the corner, that sometimes makes it difficult to read. Pt is requesting new pump. Pt currently using backup pump and pump return box requested with delivery. Delivery address confirmed for next day delivery. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.